Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. In addition, it was reported that air bubbles were observed within the tubing. Customer primed the tubing to address the issue. The customer¿s blood glucose level was 413 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.